Event description:
It was reported that during unpackaging of the rx promus stent system, it was noted that the foil barrier was slightly opened. The device was not used and there was no patient involvement.

Manufacturer narrative:
(B)(4). Factors that may contribute to unsealed packaging include, but are not limited to, manufacturing, storage environment, transportation method, or handling during unpacking. To ensure this is not the result of a manufacturing deficiency, 100% inspection is performed during the manufacturing process to verify that all seals are complete with no gaps, channels, or voids. Return of the packaging components may have aided in the investigation and determination of cause. In this case, without the product to examine, a definitive cause cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.